Event description:
It was reported that the customer received multiple occlusion alarms during bolus delivery. Customer changed out cartridge and occlusion alarms were still received. Customer had elevated blood glucose levels (415 mg/dl).

Manufacturer narrative:
The device has not yet been received for eval. Should additional info be received a supplemental form will be completed.